Manufacturer narrative:
(B)(6). Follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 11544828.

Event description:
This complaint was found to be a duplicate.

Event description:
Material# 302995, batch# 4318056. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Upon drawing up sodium chloride 0.9% into bd 10 ml syringe, pharmacy technician noticed a white film on the black rubber of the plunger seal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.